Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately high. Pt described having lightheaded and dizzy symptoms. He reported blood glucose results of "108 mg/dl, 87 mg/dl or 86 mg/dl, 81 mg/dl, 171 mg/dl, 183 mg/dl, 209 mg/dl, 230 mg/dl, 181 mg/dl over an unk period of time. Customer had been taking insulin based on their high meter results and ended up going to the ER due to low blood glucose symptoms. Pt was tested "52 mg/dl" on a calibrated lab test and was treated with "IV glucose". The meter failed the control solution test twice, suggesting that the meter may have been malfunctioning. The results were "143 and 141" with a control solution range of "103 through 140". Due to meter failing the control solution test twice and customer having symptoms consistent with the lab result suggests that customer had been taking too much insulin. No further info was available. Mailed letter to customer because lfs was unable to successfully reach customer after several attempts.